Event description:
It was reported that a patient has a uti and is being treated, no changes being made to settings on device at this time. Patient also stated that her device has moved above the scar of implant site, causing discomfort and pain in her right-side buttock at times. Patient has put a call into her physician and waiting for return call to schedule an appt. A patient outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to discomfort, urinary tract infection, pain, and device migration which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient has a uti and is being treated, no changes being made to settings on device at this time. Patient also stated that her device has moved above the scar of implant site, causing discomfort and pain in her right-side buttock at times. Patient has put a call into her physician and waiting for return call to schedule an appt. A patient outcome was not reported.